Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range shock impedance measurement in the right ventricular (rv) channel. The healthcare professional will request the patient to send a manual download. Boston scientific technical services was able to review the latitude data and confirmed the high shock impedance measurement. Boston scientific technical services provided troubleshooting and recommended to continue monitoring the patient via latitude home monitoring system. No adverse patient effects were reported. This ICD and rv lead remains in-service.